Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 294mg/dl with large ketones and polyuria associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient's healthcare provider made recent changes to their basal rate. During troubleshooting with customer technical support, it was revealed that the total daily dose history showed that the pump was suspended on (B)(6) 2016 by the user. Per patient, record 1 showed suspend (B)(6) 2015 and record 2 as suspend (B)(6) 2016; cts verified that the time and date were correctly set in the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 11/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2016 with the following findings: the last basal delivery and the last bolus delivery were on (B)(6) 2016. The last recorded manual suspend in the black box and suspend history was (B)(6) 2016 at 14:30 and the manual resume was at (B)(6) 2016 at 14:34. The pump was manually suspended and manually resumed with no issues; the correct date/time was recorded in the pump history. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. The alleged issue could not be duplicated.